Manufacturer narrative:
B1 adverse event or product problem , corrected data: initial report inadvertently forgot to check adverse event. B2 outcomes attributed to adverse event , corrected data: initial report inadvertently left blank f10 adverse event problem, corrected data: initial report inadvertently left out 'medication required' code.

Event description:
Additional information received indicating that the patient had been in the hospital for a week due to seizures.

Event description:
The patient was seen in clinic on (B)(6)2021 and that is when their mother reported that they have been experiencing 56 seizures/month since their last visit that occurred on (B)(6)2021.

Event description:
The patient's mother reported that her sons device has not been interrogated in a while and her son is now expiring an average of 56 seizures a month. She noted that before when a livanova rep was checking the device to ramp-up the patient they had an average of 20 seizures a month. The patient physician was not sure of the cause for the increased seizures and referred the patient for an eeg study and increased one of the patient's medications. No other relevant information has been received to date.